Manufacturer narrative:
Additional manufacturer narrative: imaging evaluation: fluoro images were submitted for review. Analysis of these images stated: upon locking the device it appears on fluoro, the anterior portion of left petal transversed through the defect to the right side. No echo images were submitted for review to correspond with this finding. The prolapsed disc may have contributed to the right sided device embolization that occurred.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded, so no engineering investigation could be performed. (B)(4).

Event description:
It was reported the physician was implanting a gore cardioform septal occluder to close an atrial septal defect. Four hours post procedure the device was imaged, and the gore cardioform septal occluder had embolized to the main pulmonary artery. The device was removed with a snare and an aso device was implanted. The patient was doing well following the procedure.